Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted at the arm, which is off-label usage of the device, on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to missing applicator. The reported event of a detached needle could not be confirmed. A probable cause could not be determined.